Event description:
Hamilton medical ag received the following event description: "the unit showing panel connection lost"no patient involvement. The event did not lead to any serios injury or adverse health effects to any patient.

Manufacturer narrative:
Hamilton medical ag reference: comp- (B)(4).creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.the investigation is currently in progress.